Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty fsr. (Gold)the motor was tested outside the device and passed motor test. Unable to perform occlusion, prime/a33, the excessive no delivery and displacement test due to motor error alarm. Pump received with scratched lcd window,cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.